Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures. No add'l info was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): cystoscopy with fistula repair and removal of foreign body was done on (B)(6) 2004. It was reported on (B)(6) 2005, the patient underwent a cystoscopy with cauterization and vessical vaginal fistula. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent resuturing of vaginal mucosa on (B)(6) 2001 due to separation of vaginal mucosa.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2001 due to incontinence. It was reported that following insertion the patient experienced pain, urinary problems, fistulae and vaginal scarring. It was reported that patient underwent a procedure (bladder suspension) on (B)(6) 2005. It was reported that the patient underwent procedures (cystoscopy with fistula repair and removal of foreign body) due to mesh tearing a hole in the urethral tube.